Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege that patient underwent filter placement procedure for thrombophlebitis of the iliac and inferior vena cava and pulmonary embolism. After local anesthesia, ultrasound guided puncture of the right internal jugular vein at the base of the neck was performed. A bentson guide was inserted, and a pigtail catheter was positioned with its tip at the bifurcation of the inferior vena cava. Cavography showed the level of the renal veins and that there were no clots at this level. The filter was then positioned below the renal veins. A follow-up cavography showed that the filter had been correctly positioned. Patient had no immediate complications. Approximately six months and one day post filter deployment, patient had filter extraction procedure. The right internal jugular vein was punctured, and a 9 french jugular introducer and pigtail catheter were inserted for cavography. Examination showed stenosis of the inferior vena cava which represented sequelae of the disease. The filter was located in the inferior vena cava, below the level of the renal veins and its apex appeared incorporated into the wall. An attempt was made to remove the filter, but this was not possible given the incorporation described. The vena cava remained entirely permissible. An abdomino pelvic CT scan with venous phase to see the iliocaval network to decide whether it was worth attempting a new exeresis in patient. As a result, failed removal of inferior vena cava filter by conventional methods and evidence of post-phlebitic stenosis in the inferior vena cava. After two months sixteen days, a computed tomography of abdomen and pelvis was performed which showed that the filter was tilted, with the apex abutting the right wall of the inferior vena cava, beneath the vena penis. One of the filter¿s legs lay within a prominent gonadal vein, while some of the other legs slightly penetrated the wall of the inferior vena cava, without invading adjacent structures. On the same day, patient underwent follow-up office visit for possible filter removal procedure. Patient already had an attempt to remove the filter two months before, but after several attempts, removal of the filter was impossible due to incorporation of the top of the filter into the wall of the inferior vena cava. At the same examination, post-phlebitic stenoses were noted in the inferior vena cava and iliac veins. In the interval between the first examination and that day's consultation, an abdominal computed tomography scan was performed with intravenous contrast medium injection which revealed incorporation of the filter apex into the wall, and an off-axis filter with one of the filter legs located at the level of a prominent gonadal vein. Following these findings, removing the filter could prove very difficult, given the incorporation of the vertex, and the various attempts that had already been made. Thus, at the present time, the risk associated with a second attempt to remove the filter could be greater than leaving it in place. Nine months and three days later, patient had attempted removal which was unsuccessful eleven months prior, as the filter was partially tilted with the head embedded in the wall. The computed tomography scan confirmed that one of the legs was engaged in the right ovarian vein. The fragment of the claw that was broken off and a prior incorporated into the vena cava was well individualized on coronal sections, so there was little danger of migration. So, it was believed to best leave the filter in place as a permanent filter. Therefore, the investigation is confirmed for the reported retrieval difficulty, filter perforation, malposition of device and filter strut detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (component, method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with thrombophlebitis and pulmonary embolism. About sometime later post filter deployment, it was alleged that the filter tilted, strut detached and perforated the inferior vena cava. It was further reported that patient underwent filter removal procedure and failed to retrieve the filter and decided to leave the filter in place. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with thrombophlebitis and pulmonary embolism. About sometime later post filter deployment, it was alleged that the filter tilted, strut detached and perforated the inferior vena cava. It was further reported that patient underwent filter removal procedure and failed to retrieve the filter and decided to leave the filter in place. There was no reported patient injury.